Manufacturer narrative:
The subject device was disposed of at the hospital..

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. During the procedure, vessel dissection occurred. No treatment was required and the patient was discharged to a general hospital approximately 3 days later. The event was reported to be related to the procedure and the device. Approximately two weeks later, the patient experienced liver abscess and sepsis. The patient died the following day and the official cause of death reported was liver abscess and sepsis. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, vessel dissection is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. During the procedure, vessel dissection occurred. No treatment was required and the patient was discharged to a general hospital approximately 3 days later. The event was reported to be related to the procedure and the device. Approximately two weeks later, the patient experienced liver abscess and sepsis. The patient died the following day and the official cause of death reported was liver abscess and sepsis. No further information is available.